Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient re-bled from the right femoral vein access site and had two emesis on post-operative day one. One unit of blood was transfused. The patient was held an additional night for monitoring. On the second post-operative day, the patient had ventricular ectopy and occasional presentation of non-sustained ventricular tachycardia (nsvt) in 4-5 beat runs. The nsvt resolved after a beta blocker medication was administered. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that following the valve implant procedure the electrocardiogram (ECG) continuous monitor identified normal sinus rhythm (nsr), a right bundle branch block (rbbb), and ectopy along with the non-sustained ventricular tachycardia (nsvt) were observed. As reported, these had not been captured on the 12 lead ECG.

Manufacturer narrative:
This is a system report. The section d information on the initial report was for the primary device, which was in use with the following: harmony delivery catheter system; product ID (lot: unknown). Updated/corrected data: b5, d10, h6 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Method code pertains to the delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: supplemental 004 was inadverently electronically submitted without updating the year of the aware date to 2024. This report was submitted to accurately document the aware date for supplemental 004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information was received changing the patient's weight back to the weight initially reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the patient had been admitted to the intensive care unit (ICU) following the pulmonary valve implant with oxygen delivered via nasal cannula. Patient was weaned to room air without concern. The femoral bleeding was ongoing with the vomiting and coughing episodes. Tachycardia also was present. As reported, 768cc and an additional 150 cc of estimated blood losses. During course of stay, three units of packed red blood cells were transfused (rather than 1 as previously reported). However, 1 unit of platelets was transfused. Pressure dressings applied to the femoral access site, quick clot applied, and activity was restricted due to the femoral bleeding. Anti-nausea, antipsychotic and anxiety medications were administered as related to the nausea and vomiting. A nonsteroidal anti-inflammatory drug (nsaid) was provided for pain. Hypotension was improved with intravenous fluid (ivf). The hemoglobin and platelets on day of implant measured 13.9 and 229, respectively. Hematocrit measured 41.2. The nadir hemoglobin and platelets measured 8.1 and 109, respectively. Hemoglobin and platelets at discharge measured 10.8 and 151, respectively. An ultrasound of the abdomen confirmed no fluid collection or bleeding. A retroperitoneal ultrasound was without hematoma. An echocardiogram noted normal motion of the transcatheter pulmonary valve without stenosis or regurgitation. A possible "paravalvular" leak (pvl) anteriorly noted. As reported at discharge this was classified as trace/trivial. Severity not reported. Treatment was not reported. Trivial tricuspid regurgitation, a peak gradient of at least 26 mmhg, moderately dilated right ventricle with mildly depressed systolic function, trivial 6 mmhg systolic gradient on pullback, upper normal left ventricular end diastolic pressure (lvedp), and a normal left ventricular systolic function. As reported, the delivery catheter system (dcs) did not contribute to the femoral re-bleed. Prolonged hospitalization occurred as result of the re-bleed and the non-sustained ventricular tachycardia (nsvt). Aspirin also provided for the nsvt. The rebleed resolved one day following its onset. The nsvt also resolved one day following its onset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the non-sustained ventricular tachycardia first occurred on the day of implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.